Manufacturer narrative:
A voluntary medwatch 3500 was received (mw5061654); since section is not on that form, select fields have been populated by the manufacturer.

Event description:
It was reported by the patient that the left ventricular set screw of the implantable cardioverter defibrillator (ICD) loosened, causing the left ventricular (lv) lead to fail to capture. A revision was performed and the device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.